Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the front panel was damaged and the inside bottom chassis and side front panel chassis were rusted. The top cover and lamp door were also rusted. A worn out socket slider switch caused intermittent use of high intensity mode and there was corrosion inside the scope socket tubing. It was also noted that the ignited firing was weak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera iii xenon light source had a crack on the power switch housing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that cracks were generated on the power switch housing because the switch was defective. Olympus will continue to monitor field performance for this device.